Event description:
Pt was treated for an l4 fracture with spinal canal narrowing. Pt instrumented dorsally with cement and mirs at l3-l5 along with kyphoplasty, hemilaminectomy and transpedicular pe at l4 on (B)(6) 2012. Construct consisted of 4 screws, 4 locking caps and 2 rods. On (B)(6) 2012 pt developed an osteoporotic compression fracture at l2 and underwent revision surgery. Pt was cemented dorsally with an extension of mirs instrumentation to l1. Extension construct consisted of an additional 2 locking caps, 2 screws and 2 rods. This is the 1st of 14 reports submitted on this event.

Manufacturer narrative:
Investigation is on-going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.